Event description:
New information received notes that damage on the rv lead was observed.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-02290. It was reported that when the patient presented remotely via merlin.net transmission, inappropriate shock therapies due to noise oversensing were observed. Programming changes were made when the patient was in the hospital, and the patient was sent home with a life vest. The device was explanted and the lead was capped on (B)(6) 2021. The patient was stable and recovering.